Event description:
It was reported to boston scientific through a real-world data (rwd) study that the patient had undergone a water vapor thermal therapy procedure using the rezum device in (B)(6) 2020. On an unspecified date following the procedure the patient presented with hematuria and underwent vesical lavage. No additional details are available.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device off-label use or failure to follow instructions. Additionally, the patient symptom of hematuria was found to be listed in the IFU as an anticipated adverse event associated with the device or procedure. A risk review was completed and confirmed that the event of hematuria was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. This event was reported through review of real-world data; anonymized information was collected from events occurring in spain and italy. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.